Event description:
Patient reported having experienced nipple discharge (fluid). Patient additionally reported having been diagnosed with ¿rheumatoid arthritis¿ and "sjogren's syndrome," side was unspecified. No indication treatment or surgical reoperation has occurred. Healthcare professional reported exchange from textured to smooth. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2015 a review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, wear abrasion, and crease fold. A microscopic analysis was performed which identified: sharp broken on posterior and a striated opening on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on posterior assessed as unidentified (tear) opening. A striated opening on anterior assessed as surgical damage. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: nipple discharge (fluid), rheumatoid arthritis sjogren's syndrome, exchange from textured to smooth.

Event description:
Patient reported having experienced nipple discharge (fluid). Patient additionally reported having been diagnosed with ¿rheumatoid arthritis¿ and "sjogren's syndrome," side was unspecified. No indication treatment or surgical reoperation has occurred. Healthcare professional reported exchange from textured to smooth. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6.